Event description:
It was reported that this right ventricular (rv) lead is suspected to be micro dislodged since it is exhibiting high pacing thresholds. The lead was capped. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead is suspected to be micro dislodged since it is exhibiting high pacing thresholds. The lead remains in service and the patient will be monitored. No additional adverse patient effects were reported.